Event description:
It was reported that battery voltage was 2.54 volts and 2.15 volts after testing, but eri had not tripped. Device operating in dual chamber mode. Device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that battery voltage was 2.54 volts and 2.15 volts after testing, but eri had not tripped. Device operating in dual chamber mode. It was later reported that the device indicated end of life (eol) and elective replacement (eri) had been indicated approximately 8 months previous; the physician was questioning the correctness of the battery voltage measurement due to the previous "false battery measurements." It was later reported that early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received. Performance data from the device was analyzed and indicated low telemetry battery voltage.

Event description:
It was reported that battery voltage was 2.54 volts and 2.15 volts after testing, but eri not tripped. Device operating in dual chamber mode. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received. Performance data from the device was analyzed and indicated low telemetry battery voltage. Subsequently, additional performance data was collected from the device and analyzed. Analysis revealed high battery impedance which resulted in elective replacement indicator (eri) being triggered. Eri was caused by high battery impedance noted on (B)(6) 2012, prior to explant. Ramware version 8 installed on (B)(6) 2012.